Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A report was received via medwatch indicating "small hole found in PICC tubing." Medical intervention was required.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Functional testing of the device confirmed leakage where the tubing is inserted into the inverted triangle just below the oval disc. A closer examination of the area under magnification, found a puncture hole in the tubing which confirmed the complaint. Since the product was returned opened, a definite root cause for the damage to the catheter tubing could not be established. It could not be determined if the damage was the result of an event within the assembly, unit storage, or packaging of the product or if the damage was the result of an event within the user environment. The customer did not state if the hole was observed upon initial inspection or flushing of the device or if the defect was observed after the device was placed in the patient. Since a definite root cause could not be determined, an appropriate corrective action is not possible. Argon will continue to monitor for issues of this nature in the future.